Event description:
It was reported that a site was experiencing problems with their programming wand. A new wand was sent ot the site, and the old one has been requested for return. Good faith attempts to obtain additional information have been unsuccessful to date.

Manufacturer narrative:
Device malfunction is suspected, but did not cause or contribute to a death or serious injury.